Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, a cracked display window, missing end cap and a cracked case near display window corners.

Event description:
It was reported that there were cracks on the insulin pump near the battery compartment. Customer's blood glucose was not known. Nothing further reported.